Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened to download data log directly from the ui pcba board. The reported event of an error icon displayed was confirmed during log review. A root cause could not be determined.